Event description:
Caller reported that a malfunction occurred on the pump but no notable events took place prior to the malfunction. There was no adverse impact to the caller¿s blood glucose level as it did not exceed 500 mg/dl. Cts provided pump reset information and assisted the caller with resetting the pump, with no recurrence of the malfunction code afterward. Caller was instructed to continue using the pump and advised to call back if the malfunction code reappears, which the caller acknowledged and understood.